Event description:
Affiliate reported as the bolt was being tightened, it snapped off and could not be removed without drilling it out.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the bolt was broken. Although it is not possible to determine the root cause for the breakage it might be possible that the device was subjected to excessive torque during insertion. This however could not be determined. It is noted in the instructions for use that excessive torque applied to the skull bolt during insertion may cause breakage. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.